Manufacturer narrative:
H3, h6: the associated implant, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential causes of the reported event could include but are not limited to surgical technique used or size of device. A relationship, if any, between the device and the reported incident could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the implant or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a legion revision tka surgery it was implanted a legion tibial base plate. When surgeon was attempting to insert the 3-4 13mm constrained poly it would not lock down. A second high flex legion poly was opened and attempted to be inserted in and would not lock in as well. Each poly was inserted multiple times and popped out with a instrument with minimum anterior pressure. It was then decided after several attempts to leave the constrained insert in due to the tibial baseplate being cemented. Knee seemed stable without the poly moving. A delay greater than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.